Event description:
The customer would like the run data files investigated to determine a possible cause for the elevated wbc content that was measured in the triple platelet product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The disposable kit was discarded and is not available for eval. This report is being filed due to alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file was reviewed. The trima accel system operated as intended. The measured wbc count of the product is within the FDA's current leukoreduction acceptance guidelines of 1.2 x 10^7 for triple platelet product. Conclusion: no device failure.